Event description:
The dentist reported that 2 months after the dental implant was installed in intraoral region #29 it was seen its non osseointegration. 40ncm of primary stability was achieved and immediate load was performed.